Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test and self test. No pump error 24 or frozen screen anomaly noted during testing. No cosmetic or moisture damage noted at electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen did not turn off. Customer's blood glucose level was 125 mg/dl. Customer reported that the insulin pump had multiple error alarms and alarm was cleared by selecting ok. Customer reported that the insulin pump was exposed to magnetic resonance imaging. Customer decline to troubleshooting with technical support. Customer was advised to discontinue from the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.